Event description:
It was reported that the shaft break occurred. The patient was diagnosed with small vessel disease of right coronary artery (rca). The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal rca. A 2.25 x 24 synergy xd drug-eluting stent was advanced for treatment. However, during advancing the device through a guiding catheter, resistance was felt, and the shaft of the stent was broken. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by manufacturer: synergy 24/2.25mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and multiple breaks with the hub/manifold detached from shaft and a shaft break at 13 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that the shaft break occurred. The patient was diagnosed with small vessel disease of right coronary artery (rca). The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal rca. A 2.25 x 24 synergy xd drug-eluting stent was advanced for treatment. However, during advancing the device through a guiding catheter, resistance was felt and the shaft of the stent was broken. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.